Event description:
On (B)(6) 2014, it was reported that the patient thinks her infusion device delivers too low an amount of insulin. She experienced elevated blood glucose levels for the past 4-6 weeks as high as 400 mg/dl. She also stated that the device had displayed e4 (occlusion error) and she stated that the battery lifetime was too short (4-5 days). No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.